Event description:
Complainant alleged that during biomed testing, they were not able to seat the battery to power the device on. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corp; the malfunction was duplicated and the housing was replaced to resolve the reported condition. Analysis for reports of this type has not identified an increase in trend.